Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that the patient underwent right total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of wear causing metallosis and a fracture of the prosthetic hip below the femoral head. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.